Event description:
As reported by user facility on medwatch report: "add-pro dispensing system used to inject 2.5cc of concentrated kcl into 250cc prime bottle. Vacuum in prime bottle pulled an add'l 35cc. This defeated the valve and bypassed the dispensing syringe without the technician's awareness resulting in 16x concentrations. This is a known limitation of this device as label cautions: "when using evacuated container, bring containers to ambient pressure prior to use." Recommend stronger warning on the label, re-serious effect of vacuum pressure on this valve. Pt bacame severely bradycardic when infusion given. Infusion stopped and pt recovered with treatment for hyperkalemia."